Event description:
Procedure: corail/pinnacle hip revision. Original procedure occurred in 2013. Revision surgery was performed on (B)(6) 2014. Reason for revision: loose corail stem. Stem was undersized. Surgeon removed corail kho size 12 stem and a ceramic 32 plus 9 head. Also replaced poly liner size 60 for a 32mm head lipped with a poly liner for 40mm head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product/lot code combination required was not provided. Review of provided x-rays finds the stem is in varus positioning and undersized for the patient anatomy. A leg length discrepancy is apparent. The acetabular cup appears to be positioned superiorly and medially relative to the contralateral side, while the backside is protruding beyond the kohler line. Radiolucency the investigation could not verify or identify any product contribution to the reported event with the information provided, however, the sizing and positioning of the stem will likely have increased the risk of loosening in this case. Although, these types of incidents are generally multi-factorial and with the information provided it is not possible to determine the definitive root cause. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.